Manufacturer narrative:
Product analysis #(B)(4): ¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within shipping box; and within plastic pouches. The pipeline flex was returned outside the phenom 27 catheter. ¿damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿testing/analysis: the total and usable lengths of catheter were measured to be within specifications. The catheter was flushed with water and water was exited out from the distal tip. ¿conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open at distal as the pipeline flex braid was found to be fully opened and damaged. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that the pipeline device had the kink and damaged tip end. The cause of the event was not determined.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227752626); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open distally and was damaged. The patient was undergoing treatment for an unruptured, saccular aneurysm. The max diameter was 30.16mm, and the neck diameter was 1 0.82mm. The landing zone was 3.2mm distal and 4.3mm proximal. The patient's vessel tortuosity was moderate. The access vessel was the femoral artery, which was 7.3mm in diameter. Dual antiplatelet treatment was administered, and the pru level was said to be 92. It was reported that after the system was in place, the catheter was withdrawn in the straight section of m1 and deployed the pipeline, but the tip end could not be opened normally. After trying to recover and other operations, the tip end still could not be opened normally. They pulled the system back to the straight section of the internal carotid artery and continued to deploy. A kink appeared in the middle. They attempted to increase or decrease tension and swing but could not resolve it. They tried to retract and deployed again but it still kinked. The system was withdrawn from the body. It was observed that the tip end was damaged. It was not possible to determine whether the microcatheter was normal, so the microcatheter was replaced as well. The new phenom 27 microcatheter with the guidance of the guidewire was put in place. A new pipeline was used and successfully implanted. The pipeline was not positioned in a bend and less than 50% had been deployed when it failed to open. The pipeline had been resheathed 2 or less times. No additional steps were taken to open the device. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a phenom 27 microcatheter, navien guide catheter, non-medtronic sheath, and non-medtronic guidewire.